Event description:
The following information was reported to arjohuntleigh by the nurse: on (B)(6) 2013, the bed would not rotate. There was no injury to the patient. Arjohuntleigh customer technical services was consulted via telephone and instructions were given to re-set/re-boot the bed as the lock pin was stuck. After the bed was re-set/re-booted it functioned as designed and was able to rotate. The patient remained on the bed and continued therapy. Based on the initial information that was received, it was determined that this event is reportable due to the potential for death or serious injury if this event were to recur.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.